Manufacturer narrative:
The therapy date for the following device is unknown: model: 3186 (x2); pns lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) ipg appeared to trigger elective replacement indicator (eri) earlier than intended. The device was reprogrammed to extend longevity; however, the patient reportedly lost stimulation at some point. As such, the device was explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.